Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 534 mg/dl. Customer treated with manual injection. Troubleshooting was performed for pump error. The customer also stated that the insulin pump had no motor movement or negligible movement. The customer was not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement.